Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the hearing perfomance of the user with the device is affected. The child is complaining about sudden shock on the implant side when the coil magnet of the audio processor is placed on the implant site which has led him to removing his processor. After remapping the patient doesn't complain about pain or shock anymore and is reporting "good hearing".

Manufacturer narrative:
Conclusion: according to the available information, it seems likely that the bone growth around the reference electrode was present. Furthermore, minor damage to the active electrode likely caused by device minute mobility was observed during investigation, which goes in line with the received in situ measurements. However, no device damage or malfunction could be observed during investigation, which would explain for the reported symptoms. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
It is reported that the hearing performance of the user with the device was affected. The child was complaining about sudden shock on the implant side when the coil magnet of the audio processor is placed on the implant site which has led him to removing his processor. After remapping the patient didn_t complain about pain or shock anymore and reported "good hearing", but a few months later pain was noticed again. There was no accident or trauma reported. The re-implantation was performed on (B)(6).2018. After re-implantation the recipient is doing good and the previously observed symptoms are no longer present.